Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(4). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the fully inserted intraocular lens (iol) was removed from the left eye due to weak zonules that could not support the lens. The patient experienced a capsule tear/collapse. The patient outcome is unknown. No further information is available.

Manufacturer narrative:
Correction: in review, it was noted the information that the toutcome did not significantly interfere with patient's activities of daily life was not captured in the initial MDR report and that the incorrect box was inadvertently checked in section "b2" of the initial MDR report; therefore, the information was corrected in this supplemental MDR report and the following field was updated accordingly: section b2: outcomes attributed to adverse event: other serious (important medical events). Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: feb 1, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics consistent with a lens that was handled during removal. The lens was cleaned and no issues were identified. No issues related to or that could have contributed to the complaint issue were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.